Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 600 mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer believed their elevated bg levels were caused by the infusion set cannula being a 6 mm cannula instead of a 9 mm cannula. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer loaded a new cartridge and used an infusion set 9 mm cannula to address the issue.